Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The proximal diameter of the aortic neck is 23 mm. It was reported that there was a blush type IV endoleak noted post implant near the flow divider of the bifurcated stent graft. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.